Manufacturer narrative:
As reported, after a 6/7f mynxgrip vascular closure device (vcd) was deployed and hematoma was felt and pressure was held for 15-minutes. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot f1817801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the hematoma reported. However, patient and/or pharmacological factors are likely contributing factors. The complaint reported could not be confirmed. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. It is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Based on the device history record review and information available for review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, after mynxgrip vascular closure device (vcd) was deployed and hematoma was felt and pressure was held for 15-minutes. There was no reported patient injury. The device will not be returned for analysis.